Event description:
It was reported that customer's insulin pump is cracked and alarmed motor error twice. Customer's blood glucose was not known. The device is being replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional tests. No motor error alarms were noted however, prime test could not be completed due to faulty force sensor relay. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, battery tube threads and with minor scratched display window.